Event description:
Additional event information 1/15/2020 - device received: part #: 03.037.029 lot #: 4l85037 qty:1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional event information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11/14/2019, concomitant product updated from unknown tfna nail to unknown tfna lag screw.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part # 03.037.028, lot # 9486885, manufacturing site: hägendorf, release to warehouse date: 14. Aug. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that during a tfna surgery on (B)(6) 2019, a hex screwdriver shaft broke. After the lag screw was inserted, the surgeon went on to advance the internal set screw into the nail to lock in the rotation of the femoral head screw. The surgeon then can no longer seem to advance the internal set screw anymore. The surgeon pulled out the screwdriver and it was noted that it broke at one of the flexible points. The screwdriver was then removed from the field together with the set screw in the set. A backup screwdriver was used. There was a surgical delay of 1-2 minutes. The surgery was completed with no adverse consequence to the patient. Concomitant device/s reported: unknown tfna nail (part# unknown, lot# unknown, quantity# 1), this complaint involves two (2) devices. Investigation flow: damage . Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028 lot 9486885) was received broken at the most distal laser cut teeth segment on the shaft. The shaft is not completely separated into 2 pieces as it is being held together by the adjacent laser cut segment on the pattern. No other issues were identified with the returned device. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Flexible screwdriver se_384606 rev I to j flexible shaft se_061886 rev j to k during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028 lot 9486885) as the device was received broken at the most distal laser cut teeth segment on the shaft. While no definitive root cause could be determined, it is possible that the device encountered excessive forces/torque. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 5mm hex flexible screwdriver (p/n 03.037.028, lot 9486885) was received broken at the most distal lasercut teeth segment on the shaft. The shaft is not completely separated into 2 pieces as it is being held together by the adjacent lasercut segment on the pattern. No other issues were identified with the returned device. The complaint condition is confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, lot 9486885) as the device was received broken at the most distal lasercut teeth segment on the shaft. While no definitive root cause could be determined, it is possible that the device encountered excessive forces/torque. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 03.037.028. Lot # 9486885. Manufacturing site: hägendorf. Release to warehouse date: 14. Aug. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna surgery on (B)(6) 2019, a hex screwdriver shaft broke. After the lag screw was inserted, the surgeon went on to advance the internal set screw into the nail to lock in the rotation of the femoral head screw. The surgeon then can no longer seem to advance the internal set screw anymore. The surgeon pulled out the screwdriver and it was noted that it broke at one of the flexible points. The screwdriver was then removed from the field together with the set screw in the set. A backup screwdriver was used.

Manufacturer narrative:
Additional patient identifier: (B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna surgery on (B)(6) 2019, a hex screwdriver shaft broke. After the lag screw was inserted, the surgeon went on to advance the internal set screw into the nail to lock in the rotation of the femoral head screw. The surgeon then can no longer seem to advance the internal set screw anymore. The surgeon pulled out the screwdriver and it was noted that it broke at one of the flexible points. The screwdriver was then removed from the field together with the set screw in the set. A backup screwdriver was used. There was a surgical delay of 1-2 minutes. The surgery was completed with no adverse consequence to the patient. Concomitant medical product: unknown tfna nail (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) 5mm hex flexible screwdriver. This is 1 of 2 for report (B)(4).